Event description:
Bed moving without anybody touching it. After turning and making pt comfortable, the bed started moving on it's own. The head of the bed moved forward to 45 degrees angle and knees raised simultaneously. Pt reassured and tried to adjust the bed which it allowed, but again it moved upwards, pt transferred onto new bed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). Initial investigation has not found any problem with the product, further investigation will be carried out. Add'l info will be provided following the conclusion of the MFR's investigation.